Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular lead exhibited high capture threshold. The lead was damaged during reposition. The lead was explanted and replaced. The patient was stable before, during, and after procedure.

Manufacturer narrative:
The reported event of ¿lead damaged during reposition¿ was confirmed while the reported event of high pacing threshold was not confirmed. As received, a complete lead was returned in one piece. The damage found was sustained during the surgical procedure. The lead was otherwise normal.